Event description:
It was reported that during a laparoscopic appendectomy procedure the device was difficult to insert. The device was removed, re-activated and reinserted into the same incision. Upon re-insertion the device punctured the femoral artery. The procedue was converted to open and the bleeding was controlled. The operating room time was extended by one hour. There were no additional pt consequences.